Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 444 mg/dl. The customer was sent a new insulin pump and called back to have assistance programing it. The customer had issues the insulin pump and meter communicating. The customer was transferred to the help line to finish programing the insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.